Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that where the reservoir goes, the o-ring is missing and sometimes the reservoir comes out of the pump. There has been a time where the reservoir falls out and she was unaware of it. The customer reported that the o-ring was missing and sometimes the reservoir comes out of the pump. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring , cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.